Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that reprocessing was not implemented in accordance with the instruction manual. The instruction manual identifies detective and preventative verbiage associated with foreign material in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿ and ¿gif/cf/pcf-90 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a foreign object came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.